Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that machine was unable to power on. A field service engineer replaced the drawer as the controller boards were on backorder. A new drawer has been installed, and the cubies from the old drawer were transferred to the new one. The station was rebooted, and the drawer was configured accordingly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system machine was unable to power on. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.